Event description:
Same case as MDR ID #2134265-2012-07452. (B)(4) study. It was reported that post a percutaneous transluminal coronary angioplasty treatment procedure, the patient experienced a myocardial infarction, in-stent restenosis and thrombosis. In (B)(6) 2010, the patient presented with substernal chest heaviness with dyspnea on exertion and was diagnosed with stable angina. Stress test revealed potential inferior ischemia. A few days later that patient was referred for cardiac catheterization. The 80% stenosed and 16mm long de-novo target lesion was located in the mid right coronary artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x20mm taxus liberte stent, resulting in 0% residual stenosis post-dilation. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient present with weakness and black tarry stools consistent with melena. Cardiac enzymes were noted to be elevated, consistent with protocol definition of myocardial infarction. The patient was diagnosed with non-st segment elevation myocardial infarction and was referred for cardiac catheterization. At the time of the event, the patient was taking aspirin. Two days later it was noted the 90% in-stent restenosis of the 3.00x20mm taxus liberte stent in mid right coronary artery had thrombus and was treated using a 3.5x8 mm quantum apex balloon catheter. However, after the 1st balloon inflation, evidence of distal migration of a clot was noted. The balloon was removed and an export catheter was used to remove the clot and intracoronary cardene was used for reflow. Following this, the lesion was again treated with balloon angioplasty using the same 3.5x8 mm quantum apex balloon catheter, resulting in 30% residual stenosis. A few days later the event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).